Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered constant infections, pain, emotional distress, incontinence, over active bladder reoccurrence, erosion, pain, discomfort, anxiety during intercourse, vaginal pain, discharge, chronic infection of vaginal area, and monthly urinary tract infections. No further information has been provided.